Event description:
It was reported that the left ventricular lead would not stay in the vessel and dislodged during the implant procedure. The lead was not used and an active fixation lead was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed).